Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis and death occurred. Vascular access was obtained via the femoral artery. The 22mm in length, eccentric target lesion was located in the non-tortuous, non-calcified and 3.00mm in diameter left anterior descending (lad) artery. A 24 x 3.00 promus premier drug-eluting stent was deployed in the proximal lad. However, a dissection was noted in the distal lad. A 38 x 2.75 promus premier drug-eluting stent was then deployed; however, thrombus was noted in the left main artery. Thrombo suction was performed but patient had cardiac arrest and could not be revived. The patient died.